Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial (ra) lead slack retracted back up into the pocket. The lead was straightened, but remained attached to the atrial appendage causing high thresholds and small p-waves. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.